Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an extracardiac intensive care unit (ICU) nurse had used the central venous catheter kit for hemodialysis, during use, vein end of the transparent silicone tube was ruptured and it had leaked blood. They immediately removed the catheter and reinserted a catheter on the day of the event. The procedure was completed. It was stated that the clamp was not moved periodically. The luer adapter had no issue and no leak. Iodine was the cleaning agent usually utilized to clean the adapters. Tego was not utilized. Normal force was utilized to tighten the adapters. The cleaning agent (none provided for the name of cleaning agent used on the device) was allowed to dry thoroughly prior to dressing the area. The cleaning agent was not allowed to dry thoroughly prior to applying ointment (none provided for the name of the ointment) to the area. The cleaning agent was never switched over the life of the catheter. The patient was not responsible for any type of catheter maintenance. The cleaning agent never switched over the life of the catheter and it was never mixed. The site never used sepsiderm to clean the catheter. There was no protocol change for cleaning agent used recently. The patient themselves was not using any type of cleaning agent or antibiotic on the catheter. Nothing unusual observed on the device prior to use. Flushing was not done prior to use. No other products being utilized with the device. There was an unknown amount of blood loss. Blood transfusion was not required. No other intervention/treatment required as a result of the event. There was no patient injury.